Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. Eri triggered on (B)(4) 2014. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device showed several non-sustained ventricular tachycardia episodes that did not correlate with the recorded data. Electrograms from the transmission showed noise and observed that the device reached elective replacement indicator (eri). The device remains in use. It was also reported that the right ventricular (rv) lead demonstrated rising impedance and was at a high measurement. The lead remains in use. No patient complications have been reported as a result of this event.